Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during withdrawal, it was observed that the balloon was fractured. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during withdrawal, it was observed that the balloon was fractured. No patient complications were reported and the patient's status was stable. The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 6.5cm from the hub and another 71.5cm from the tip. The hypotube is separated 73.2cm from the hub. Microscopic examination revealed that the tip is damaged. There is blood present in the guidewire lumen and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.